Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information received: adverse event term: enterococci. Start date: (B)(6) 2024. End date: (B)(6) 2024. Severity: mild. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no. Required in-patient hospitalization or prolongation of existing hospitalization: no. Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no. Relationship to study device: not related relationship to primary study procedure: causal relationship. If the event is marked as being related to the procedure, indicate which procedure the event is related to: repeat/retreatment. If procedure related and repeat/retreatment is selected, specify date: (B)(6) 2024. Intervention/treatment: drug therapy: yes. Surgical procedure, therapy, or intervention: no. Outcome: recovered/resolved without sequelae. Did this event result in the patient¿s discontinuation of the study? No. Adverse event term: post op pain. Start date: (B)(6) 2024. End date: (B)(6) 2024. Severity: mild. Is the adverse event serious? No. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no. Required in-patient hospitalization or prolongation of existing hospitalization: no. Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no. Relationship to study device: probable relationship to primary study procedure: probable if the event is marked as being related to the procedure, indicate which procedure the event is related to: repeat/retreatment. If procedure related and repeat/retreatment is selected, specify date: (B)(6) 2024. Intervention/treatment: none: yes. Did this event result in the subject's discontinuation of the study? If yes, complete the study discontinuation form: no. Outcome: recovered/resolved without sequelae.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2024 and mesh was implanted. On (B)(6) 2024, it was noted that part of the tape is exposed (mild). Re-operation was performed on (B)(6) 2024 to cover the tape and the event was recovered/resolved without sequelae. This event was reported as having a causal relationship with the study device and study procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? Please provide the mesh exposure site/location, symptoms and diagnostic confirmation. Describe any medical/surgical intervention for the exposure including dates and findings. Was the exposed mesh excised? Were any deficiencies or anomalies noted with mesh device? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Country of event? Facility name? Product code and lot number? D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: adverse event term: enterococci urinary tract infection, urine sample shows enterococci.